Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary distal conductor distorted; full lead returned. It was noted that the helix will not retract because the distal coil is distorted in the connector. This could have happened at implant or explant.

Event description:
Asku